Event description:
Consumer complaint of high blood glucose results. Caller states her results are normally between 180-200 mg/dl 2 hours after evening meal. Back to back tests performed during the call gave results of 495 mg/dl and 535 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.